Event description:
It was reported that this implantable pacemaker device has less than three months battery remaining, however the device was not yet reaching elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has less than three months battery remaining, however the device was not yet reaching elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
B1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this implantable pacemaker device has less than three months battery remaining, however the device was not yet reaching elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device has less than three months battery remaining, however the device was not yet reaching elective replacement indicator (eri). As of this time, this device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to amend MDR decision to MDR = no. No evidence of product malfunction. Evidence does not suggest a malfunction as there is no allegation of premature battery depletion (pbd) or gas gauge malfunction. This device has been in service for almost 8 years, and the device was performing as intended/expected.